Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that a 74 year old female was treated with a taylor spatial frame due to left knee pain, instability, pseudoarthrosis, a bone defect in the left proximal tibia, as well as osteosclerosis at both ends of the fracture. 18 months following the the pseudoarthrosis surgery, bone union was complete and the only complication reported throughout the course of treatment was the occurrence of a temporary pin-site infection. It is unknow how the infection was treated. Without the requested clinical information, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images are required. No further medical assessment is warranted at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Case: (B)(4).

Event description:
It was documented on the paper that the taylor spatial frame (tsf) (smith & nephew) was applied to 1 patient, pin-site infection reported. It is unknown how this complication was treated.